Manufacturer narrative:
A correlation between the device and the reported stroke and driveline infection could not be conclusively determined. The device was not returned for evaluation. Stroke and driveline infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years, 5 months. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient expired due to an overwhelming infection and stroke. Reportedly, the patient suffered from a previously unreported driveline infection. In addition, there was evidence of a small, non-hemorrhagic infarct in the right cerebral hemisphere posterior inferior cerebellar artery (pica) territory. It was reported that there were possibly additional smaller infarcts of the left cerebellar hemisphere, and a possible small left middle cerebral artery (mca) cortical infarct involving pre and postcentral gyri. A decision was made to withdraw care and the patient expired on (B)(6) 2017. No additional information was provided.